Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; no failure related to the reported load fill estimate issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 164mg/dl. During troubleshooting, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.